Event description:
It was reported that a cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. One hundred forty seven (147) days post index procedure, the patient was admitted for a cva as the patient could not speak coherently. The symptoms occurred two days prior to admission for the cva. Magnetic resonance imaging (MRI) and magnetic resonance venography (mrv) were used to evaluate the stroke. The imaging performed confirmed an ischemic stroke with acute infarct changes in the left central parietal region, no deep vein thrombosis in legs, in the iliac veins, or lower inferior vena cava. Transesophageal echocardiography (tee) showed an oval shaped 19mm x 15.7mm thrombus on the closure device. The thrombus was biased towards the limbus. The limbus measured approximately greater than 28mm. The patient was placed back on eliquis 5mg twice per day and low dose aspirin in response to the event. The patient was able to speak coherently again two days after admission for the stroke symptoms. The patient was then discharged home two days after admission for the stroke.